Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 04-aug-2025 investigation summary: bd received 6 samples for investigation. These samples underwent functional tests with 10 tubes per needle and passed, showing no defects, leakage, or insufficient blood flow. Additionally, 30 retained samples were subjected to functional tests with 10 tubes per needle and also passed, demonstrating no defects, leakage, or insufficient blood flow. Furthermore, these 30 retained samples underwent additional functional tests to assess retraction lockout and passed, confirming proper activation without insufficient blood flow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood is clotting in needle causing hemolysis of samples when collected. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood is clotting in needle causing hemolysis of samples when collected. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.